Event description:
It was reported that the programming handheld will not hold a charge and keeps going flat. It was reported that the cables were changed out with another handheld; however, this did not correct the problem. It was reported that troubleshooting was performed by using a battery from another handheld and the handheld turned on without any problems. It was reported that the site has multiple programming systems so no patient's were affected. The handheld is expected to be returned, but has not been received to date.